Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, however, during first inflation at 6 atmospheres for 20 seconds the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was stable.